Event description:
Trauma procedure - pt with burst fracture of neck. Procedure was odontoid screw placement. The caspar applebaum spiked sheath (aesculap ff 974) and guide were placed into the c3 vertebral body and directed at the anterior inferior lip of c2, as confirmed on the fluoro image of the cervical spine. After installation of fixation screw the spiked sheath was removed; however, one of the two spikes found on the guide was missing and found lodged in the anterior surface of the c3 vertebral body. This titanium spike was well within the vertebral body and would not migrate and it was not possible to remove and thus was left in position.